Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: device exchange.

Event description:
Patient reported left side rupture identified during surgery and silicone migration. Device has been replaced.

Manufacturer narrative:
A:2 patient born in 1995. A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Patient reported left side rupture identified during surgery and silicone migration. Device has been replaced.